Manufacturer narrative:
(B)(4). Information regarding patient weight, race, ethnicity, and medical history were not provided. The initial reporter phone and email address of the are not available. [Conclusion]: the healthcare professional reported that during the procedure to treat an aneurysm at the internal carotid artery (ica) terminus with the following dimensions: 2.1 mm neck and a parent vessel of 3.7 mm; the implant arch was 8 mm, the pulserider y, 4 mm, 8 mm arch (303d / w3091-05) was advanced through the microcatheter prowler select plus (606s255x / lot number not available) but the pulserider device would not deploy into the desired orientation. The pulserider device was re-constrained into the microcatheter and a ¼ turn on the delivery wire was performed while the device was being pulled back into the microcatheter. The device was re-advanced but still did not turn at all toward the desired location. The same process was executed four more times without success. The pulserider device was then completely withdrawn back into the introducer and removed from the rotating hemostat valve (rhv), re-flushed and re-advanced through a different microcatheter into position. There was no report of patient injury or complication associated with the reported event; the procedural delay was 20 minutes. The procedure was ended and the treatment strategy was to be re-evaluated. Based on complaint information, the device was not available to be returned for analysis. The lot number of the prowler select plus microcatheter was not available, therefore, a device history record (DHR) review could not be performed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: this report and 3008680601-2018-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure to treat an aneurysm at the internal carotid artery (ica) terminus with the following dimensions: 2.1 mm neck and a parent vessel of 3.7 mm; the implant arch was 8 mm, the pulserider y, 4 mm, 8 mm arch (303d / w3091-05) was advanced through the microcatheter prowler select plus (606s255x / lot number not available) but the pulserider device would not deploy into the desired orientation. The pulserider device was re-constrained into the microcatheter and a ¼ turn on the delivery wire was performed while the device was being pulled back into the microcatheter. The device was re-advanced but still did not turn at all toward the desired location. The same process was executed four more times without success. The pulserider device was then completely withdrawn back into the introducer and removed from the rotating hemostat valve (rhv), re-flushed and re-advanced through a different microcatheter into position. There was no report of patient injury or complication associated with the reported event; the procedural delay was 20 minutes. The procedure was ended and the treatment strategy was to be re-evaluated.